Manufacturer narrative:
According to the field service representative, the root cause of the issue was a defective chloride electrode, however, the affected chloride and sodium electrodes were no longer available for investigation. The serial/lot number of the affected electrode was unknown. Customer could not provide any further data. Due to insufficient data, further investigation was not possible. No adverse events in relation to the issue were reported.

Event description:
Customer experienced problems with incorrect sodium results. The following discrepant results were provided: the original sodium result was 138 mmol per l. The same plasma sample was repeated twice, once on a blood gas analyzer and once on an integra 400, and gave 130 mmol per l both times. The initial result was not reported. Customer said if a result is outside the normal range they repeat it on another analyzer prior to reporting it. The patient was not treated based on the discrepant result. The field service representative determine the chloride electrode was the cause of the discrepancy and he replaced the electrode. He ran calibration and qc to verify analyzer operation.